Manufacturer narrative:
(B)(4). A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection and subsequent microscopic inspection, two fibers measuring approximately 1.1 mm and 1.6 mm were observed in the fluid within the bag. Fourier transform infrared spectroscopy determined the particles to be cellulosic material, further identified as cotton. The cause of the reported issue is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in a total parenteral nutrition (tpn) bag. There was no patient involvement. Additional information was requested and is not available. This is report 2 of 3.